Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Analysis indicated the guidewire was broken. The guidewire was damaged. There was blood on the guidewire. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the tip of the guidewire peeled off. The guidewire was removed and replaced with a new one. No patient complications have been reported as a result of this event.